Manufacturer narrative:
Initial and final MDR 1934287- MDR 3003442380-2024-19835 - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that, the patient faced issue of leakage with 2 infusion sets on 03-jun-2024, after being in use for a few hours. The leakage was located at the end of cannula, which was resolved by replacing infusion set and resuming insulin. No further information available.